Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the legs did not fully deploy. The physician had advanced the greenfield filter to the intended location within the inferior vena cava, but when the filter was deployed, the legs did not open. The filter remains in a titled position within the ivc and has not migrated. A second greenfield vena cava filter is stuck in a clot or accessory vessel. The procedure was successfully completed. The physician feels that the patient is adequatley protected. The patient is reported as "fine" following the procedure; no injuries were reported.